Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump motor became stuck and would not get out of rewind mode. The customer's blood glucose was 136 mg/dl at time of the incident. At the time of the report, customer's blood glucose was 445 mg/dl. Troubleshooting was performed. Customer reported he did try to deliver a bolus while he was in the rewind/fill tubing process, after sending blood glucose to the insulin pump from the meter. Customer was advised to remove battery for 11 minutes. The insulin pump did exit the loop and the fill tubing process was successfully completed. Customer was advised the loop occurred due to attempting a bolus while in rewind/fill tubing process. Customer stated he would monitor and call back if issue were to recur.